Event description:
Same event as MFR report #: 2134265-2008-00508. It was reported that sometime "mid last year" a burr stalled in the lesion. Details of the procedure and pt are unk. The burr was exchanged during the procedure, and per the physician this issue may have occurred following difficulty with connecting the devices during the burr exchange. It was reported that the burr was recovered, the procedure was completed successfully and there were no pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.